Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, husband reported that pt experienced elevated blood glucose of up to 350 mg/dl due to bent and kinked infusion cannulas. Normal blood glucose is 100-150 mg/dl. Pt would deliver correction boluses, but this would not decrease her blood glucose. She switched to a different type of infusion set, and her blood glucose regulated. There were no issues with the preparation or insertion of the infusion set. There was no insulin leakage. Pt had to use tweezers to remove the infusion headsets. Insertion device was used to insert the headsets. She first experienced this concern when she started to use the infusion sets 60 days prior to the report. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.